Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The patient¿s blood glucose was 70 mg/dl at the time of the incident. The customer was instructed to disconnect at the quick release. The customer stated that the air bubbles were small in size. The customer was unable to remove the air bubbles. The reservoir will be returned for analysis